Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced pain at ipg site after falling down some stairs. It was reported the patient¿s scs ipg may be tilted. As a result, the patient may undergo surgical intervention to resolve the issue.

Event description:
Additional follow up revealed that patient¿s physician suspects a small lump of scar tissue to be the cause of pain at ipg site.